Manufacturer narrative:
The system was examined and the communication issue was confirmed by log review. A preventive measure was taken by cleaning the hard drive. The system was then tested and found to meet product specifications. It is difficult to determine if this improved the communication or not. As such, the reported intermittent issue cannot be conclusively determined at this time. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported that the optical coherence tomography (oct) image appeared shifted during a laser assisted cataract procedure. This prevented the proper selection of anterior and posterior capsulotomy control points. Laser was rebooted several times and case was able to be completed with no apparent shift in the oct scan. Upon follow up, event occurred after docking but before the laser was fired. Treatment was completed using another patient interface. No patient harm was reported. Further intervention was necessary. Patient eye block was noted.